Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 11/04/2016. The sample was not returned and the complaint could not be confirmed. Review of the device history records for this lot found no potentially contributing factors and that it was released upon meeting all quality specifications. If additional information is obtained or the sample is returned a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not seal properly. The issue was found with initial use, and a successful seal tone was heard when the issue occurred.